Manufacturer narrative:
Product complaint #pc-(B)(4). Additional information provided: the stapler failed to close the anastomotic stoma, resulting in increased intraoperative bleeding and prolonged operation difficulty. The following information was requested, but unavailable: what was the amount of blood loss? Unknown based on the increased intra-operative bleeding, was a blood transfusion required? If yes, how many units were administered? Unknown was there any other intervention need to close the leak other the reported suture? If yes, please explain. How long was the procedure delayed? Was there a change in the operative procedure or the post-operative care of the patient? If yes, please explain in detail.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during cancer surgery, staples malformed. During the endoscopic rectal cancer surgery, after fired, found the half of staple line with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5726p. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition tissue was present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.